Manufacturer narrative:
During the replacement of the manual waste on the advia 2120 with dual aspirate autosampler, the health professional splashed some liquid in his eye. It is unknown if the health professional sought treatment for his eye. It is unknown if the health professional was wearing personnel protective equipment. It is unknown if the health professional failed to follow procedure for replacing the manual waste on the advia 2120 with dual aspirate autosampler.

Event description:
During the replacement of the manual waste on the advia 2120 with dual aspirate autosampler, the health professional splashed some liquid in his eye. It is unknown if the health professional sought treatment for his eye.